Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen would respond in a different area than what was selected when trying to enter numbers or when unlocking the pump touch screen. Customer's blood glucose was 138 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.